Event description:
The instrument was used during a laparoscopically assisted vaginal hysterectomy on 7/9/96. The pt had been complaining of abdominal pain since this procedure. On 2/13/97, the pt underwent a laparscopic cholecystectomy/diagnostic laparoscopic/mini laparotomy. The surgeon found adhesions and "debris" in the pelvis. Migrated staples were also found. A mini-laparotomy was performed to remove the staples. The pt is reported as doing well now. Clinical follow-up: 2/17/97 1655 a person called back and stated she was aware of the situation and would file a report. A1,2,4;b6,7;d10: contacted facility, info not provided. D5,6;h4: info not available, device not returned for analysis. 2/18/97 dr. Performed a laparoscopic procedure for abdominal pain. The pt did have gallstones. At the time of the exploration it was found that she had an internal hernia of a portion of her small bowel mesentery near its base. There was an open staple (from an ez35 used in an lavh) which was the focus of an adhesion which had led to the internal hernia. There have been no subsequent problems and the pt is fully recovered. There is no material for co to examine. Dr. Also indicated that he would like for co to produce a 27 mm stapler.